Manufacturer narrative:
Check of the device history record confirmed that savvywire lot number osw-0253 was released per specifications. No non-conformity nor deviation were associated with this lot. The hospital discarded the wire after the procedure. Thus, its inspection was impossible. Basing on the reporter's narrative and the provided angio photo (figure1), the valve system was successfully delivered and the savvywire's tip was showing a kink that has been most likely responsible for perforating the lv wall. The physician commented on the incident, he believes that the patient anatomy caused a lot of pushing when putting the delivery system. Without inspecting the wire, opsens is not able to fully investigate therefore no definitive root cause can be concluded in this report. If there is any further relevant information, a follow up report will be submitted to the FDA. The following precaution are mentioned in the IFU: never advance, pull or torque a savvywire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the wire and/or to the anatomy. Fluoroscopic guidance should be used during manipulations of the savvywire. Care should be taken when the tip of the savvywire is positioned, moved or torqued in the ventricle.

Event description:
Events as described by opsens's training manager: the savvywire was introduced into the left ventricle, a kink occurred and caused the wire to perforate. The left ventricle wall. Valve was successfully deployed; patient was put on ECMO; then recovered and was taken off same day.